Event description:
After 1 year and 2 months from primary surgery, the patient presented with anterior knee pain and instability of unknown cause. During revision surgery, the surgeon resurfaced the patient`s natural patella using a competitor patella and upsized the liner to improve joint stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 dec 2025. Lot 2307926: (B)(4) items manufactured and released on 03 july 2023. Expiration date: 14 june 2028. No anomalies found related to the problem. To date, 45 items of the same lot have been sold, with no similar reported event during the period of review. Root cause: the surgeon revised the liner height and resurfaced the patella, which is a common practice to restore joint stability and solve pain. There is no indication that any potential issue with the device may have caused or contributed to the event.